Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to no longer inflating as a result of tissue migration and causing a fluid leak. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The new implant is now functioning correctly.